Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.